Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device not returned.

Event description:
During a surgical procedure, the #5 flexible reamer broke while being used on a patient's elbow. Both pieces of the reamer were retrieved, and an x-ray was taken, which showed no abnormalities. The original intended procedure was the removal of hardware from the right elbow, insertion of a cement antibiotic spacer, irrigation and debridement of the right elbow, and bursectomy of the olecranon bursa. The user encountered problems related to device failure and malfunction.

Manufacturer narrative:
Correction: b1 (adverse event/product problem), h5 (labeled for single use) , h8 (usage of device): the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During a surgical procedure, the #5 flexible reamer broke while being used on a patient's elbow. Both pieces of the reamer were retrieved, and an x-ray was taken, which showed no abnormalities. The original intended procedure was the removal of hardware from the right elbow, insertion of a cement antibiotic spacer, irrigation and debridement of the right elbow, and bursectomy of the olecranon bursa. The user encountered problems related to device failure and malfunction.